Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. There was reportedly a call service 087 alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/16/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/31/2015 with the following findings: during investigation, a ¿call service (cs) 69¿ alarm was reproduced during the rewind step and the remaining steps were unable to be verified. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. A component failure was found on the pcb. Unrelated to the complaint, the battery compartment was found to be cracked at the case seal. Also unrelated to the complaint, the display screen contrast was found to be dim and reddish; the pump case was cracked between the lens and sealing.